Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump time and date were incorrect, cause was unknown. Tandem technical support assisted customer in correcting pump time and date, and customer resumed insulin therapy. There was no impact to customer¿s blood glucose.